Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred during infusion of peritoneal dialysis therapy. The leak was further described as ¿the transfer set came apart and was dislodged from the twist clamp (the white portion came part from the blue portion)¿ which resulted in ¿free flowing of solution.¿ there was no patient injury; however, the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with naked eye identified a broken occlude feet. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.